Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that the patient faced an infusion set tubing was disconneced on (B)(6) 2024. The blood glucose level was 400 mg/dl at the time of event and was managed by insulin pen. No further information was available.

Manufacturer narrative:
Patient country: austria. Patient city: (B)(6).